Manufacturer narrative:
Piece returned on (B)(6) 2023. Visual inspection performed by r&d project manager: the issue was caused by the breaking of the o-ring. In fact the liner is kept in position by means of the grip exercised by o-ring. The root cause is unknown although it is likely the o-ring was damaged in a previous use of the instrument or during washing process.

Event description:
During surgery, before the impacting of the liner, final impaction sphere ø32 detached from multifunction straight handle long and fell off in the surgical field. The surgery was completed successfully with the same instruments. When all devices were implanted, the nurse noticed that the multifunction straight handle long o-ring was missing and was found in the patient wound. While the surgeon was searching the o-ring damaged all implants, immediately replaced with new ones. The surgery was completed successfully. Delay time 3h on a total surgery time of 7h. Multifunction straight handle long was used only one time (during the present surgery). Final impaction sphere ø32 was not damaged.

Manufacturer narrative:
Batch review performed on 02 august 2023. Lot 2251594: (B)(4) items manufactured and released on 21-march-2023. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot.